Event description:
During pt use, "backup battery failure" alarm occurred. The ventilator kept ventilating. However, the pt was manually ventilated during transfer to a second ventilator. No permanent pt injury was reported.

Manufacturer narrative:
(B)(4).